Event description:
It was reported by service report that the fowler drifts down when it is raised. The customer could not determine if there was pt involvment; however, no adverse consequences were reported.

Manufacturer narrative:
Results: fowler brake.